Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump had vibrate anomaly issue. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the pump was not vibrating from last night and the pump was not working from the start and her sugar level was all over the place. The customer reported that the pump was neither beeping nor vibrating. The pump did not vibrate during vibrate test however the pump beeped during tone test. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit audio/beep functioning properly during test. Unit received with no vibration due to broken vibrator wire. Unit carelink not communicating, problem isolated to the rf board. Unit battery cap functioning properly noted. Unit received with cracked case at display window corner and cracked reservoir tube lip.